Event description:
Complainant alleged that while treating a pt (age & gender unk) the device was attached to the pt via electrode pads and the device failed to discharge. A second set of pads were attached to the pt and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt using the second set of attached electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads are not available for evaluation.